Event description:
It was reported by service report that the cot had a fowler gas cylinder leak and the wheels were excessively worn. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.

Manufacturer narrative:
Wheel assembly.